Event description:
It was reported that the patient had a complicated post-operative course requiring hemodialysis and prolonged intubation on (B)(6) 2021. A head computed tomography (CT) noted that the patient had pin point pupils and revealed a large r>l hemorrhagic bleed with brain stem midline shift in the setting of coagulopathy. The vad was performing as expected. The family decided to withdraw care and the patient passed away on (B)(6) 2021.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported stroke and patient outcome could not be conclusively determined through this evaluation and a direct correlation to the heartmate 3 left ventricular assist system (hm3 lvas), serial number (B)(6), could not be conclusively determined through this evaluation. It was reported that the left ventricular assist device (lvad) was performing as expected and will not be returned for analysis. The relevant sections of the device history record for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (hm 3 lvas) instructions for use (IFU) is currently available. Section 1, ("introduction") lists potential adverse events that may be associated with the use of the hm3 lvas, including death and stroke. Section 6, (¿patient care and management¿), provides information regarding anticoagulation, including the recommended international normalized ratio (inr) values. No further information was provided. The manufacturer is closing the file on this event.